Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheal cannula was defective and could not be fully inflated. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. However, after following the IFU and gently massaging the cuff the issue was resolved. The IFU states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.